Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip was fired and was not properly aligned on the tissue. It also was reported that two clips fired at once. There was no pt harm.

Manufacturer narrative:
Final device investigation showed that when the device was test fired, the clips would come out without proper pinch; all clips test fired were misaligned.